Event description:
It was reported that the pulse generator exhibited mode switch due to competitive atrial pacing. All other electrical values were good. All other electrical values were good and the patient was noted to be in good condition. No programming changes were made and the device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.